Event description:
During a laparoscopic burch the device got a hole in it when inserting the device. The balloon was inspected prior to inserting and worked properly. When the surgeon tried to blow up the balloon it would not inflate. A second device was opened to complete the procedure. There was no consequence to the pt.